Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
It was reported that this was a battery replacement case. It was noted that they were getting impedances >20,000 on various contacts and intermittent results after seating the lead. The leads were seated one more time in the battery and now everything was normal at 800 to 1000 ohms. There were no out of range results. The test was run again and the same results were obtained and they were going to close up. Additional information was requested. If received, a follow-up report will be sent.

Event description:
Additional information received 5 days later reported that all issues were resolved with wiping the leads off and reconnecting. The patient was doing well.